Event description:
It was reported that a patient underwent a gynecological procedure to remove a fibroid on (B)(6) 2012. During the procedure, the device was not cutting through the fibroid effectively. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4) blade does not cut. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade of returned device appeared dull visually; the titanium coating had been removed from the blade edge, possibly through device usage. The blade failed to rotate during the evaluation.